Manufacturer narrative:
The incident did not lead to death or serious deterioration in the health of a patient or user; however information does suggest that if the device malfunction were to recur, it would contribute to an injury. The device MFR will be notified of the event, and bd has initiated an internal investigation number (B)(4) to identify root cause and corrective action.

Event description:
The customer contacted technical support via telephone (B)(6) and noted. "(B)(6) reports the jouan 422 centrifuge lid is sticking, it does not release. He is able to open it, but it is difficult. Also the lid lifts are worn, lid falls if it not opened all the way back. No one has been injured or sought medical attention."